Manufacturer narrative:
The device was manufactured from may 13, 2019 - may 15, 2019. The actual sample was received for evaluation. Visual inspection as performed, and it was noted that there was a tear at the top left corner of the bag. Visual inspection with magnification was also performed and a tear at the top left corner of the bag was observed. Functional testing was performed, and a leak was noted from the top left corner of the bag. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5089908. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the top corner seam of the bag. This was identified by the pharmacy technician during compounding. There was no patient involvement. No additional information is available.